Event description:
It was reported that the lead perforated the patient. The lead was repositioned successfully, sensing and pacing values were corrected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.